Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was to have a mylogram on (B)(6) 2018 to determine if nerve pressure was the cause. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient had pain down the left leg, but her healthcare provider (hcp) did a surgery and it ¿did a miracle¿ and she no longer had any pain down her leg. The patient only had an issue with pain at night, so she went from using the device all the time to just using it at night. The patient reported that the battery was still functioning, however there was a lump near the ins site and there was pain there every morning. The patient was not sure if it was related to the device or not. The patient didn¿t believe there was any redness, warmth, or swelling at the ins site. No further complications were reported.